Manufacturer narrative:
D.2b medical device type: one additional code applies; jka. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. E1: initial reporter phone #: (B)(6).

Event description:
It was reported that while using one (1) bd vacutainer® ultratouch¿ push button blood collection set, the customer noticed that the needle that pierces the tube was not symmetrical and had a bleb at the base. Also, blood leaked out of the tubing and the needle after withdrawing the needle. No patient or user impact reported.

Event description:
It was reported that while using one (1) bd vacutainer® ultratouch¿ push button blood collection set, the customer noticed that the needle that pierces the tube was not symmetrical and had a bleb at the base. Also, blood leaked out of the tubing and the needle after withdrawing the needle. No patient or user impact reported.

Manufacturer narrative:
Investigation summary: bd had not received any samples for investigation. Therefore, functional tests were conducted on 30 retained samples using 10 tubes per needle to assess the functionality of the device. All samples passed the tests with no evidence of side pierced sleeves, poor sleeve recovery, or sleeve leakage during the draw. Additionally, functional tests for retraction lockout were conducted on another set of 30 retained samples. All samples passed these tests as they were able to be activated properly with no evidence of defects or leakage. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has not been confirmed for the indicated failure mode: sleeve leakage. No definitive root cause could be established for the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.